Event description:
Hospital reported when working with the ceiling tiles, it was noticed that the finishing cap, washer and retaining ring from the horizontal arm of the overhead counterpoise system (ocs) had fallen to the floor. A hospital engineer removed the main system components from the ocs and proceeded to place a service call with medrad. The main system components did not fall. There was no injury. (Note: no patient involvement, so section a above was not filled in.)

Manufacturer narrative:
Product was not returned for evaluation. Medrad service replaced the retaining ring and washers from the horizontal arm, and then re-hung the ocs. The customer reported that since the service repair, the system is fine. Based on the information received from the customer and the medrad field service report, it appears that the retaining ring at the ceiling mount-horizontal arm joint and the finishing cap may have come loose. The horizontal arm did not disengage from the ceiling mount. In a prior investigation for a similar incident, it was found that the retaining ring was likely not fully seated into the shaft groove during installation. The ocs was installed less than one month prior to this event. Without the retaining ring being fully in the groove, the weight of the arm could push the ring down and off of the shaft in relatively few movements of the arm.